Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touchultra2 meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call. The cca was advised by the patient that at on unspecified date and time, in early (B)(6). The patient alleged obtaining an inaccurate result of around" 53 and 47mg/dl" with the subject meter and "147 mg/dl" with another device (emt meter), performed on the same drop of blood. This comparison is an invalid comparison as the same drop of blood was used, the users manually states the same puncture site can be used a second time if the site is re cleaned and gently re-squeezed. The patient stated they manage their diabetes with pills, diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The emergency services were called for the patient's mother as she had experienced a diabetic excursion. The emt's performed comparison tests on both the mothers and patient's meter, and allegedly confirmed both meters were not working correctly. As the patient was told the meter was not working, she told the cca she had stopped using the meter and therefore was unable to take her medication. A week later the patient alleged symptoms of "dka, hot cold flashes, and stomach pain" a week after the product issue, approximately 4 weeks before the date she contacted lifescan for a new meter. The patient confirmed she was taken into emergency services and then admitted into the hospital, where she was allegedly treated with an insulin drip for a little over 24 hrs within the intensive care unit. The patient does not recall any of the blood glucose results taken while in hospital. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. The patient was advised not to store her test strip in the bathroom, as the moisture could affect the strips. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.